Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring of the motor device was damaged. It was noted that the motor and control were defective, the hose had a cut, the device was too loud, and the machine was getting hot. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, air pump assessment, safety assessment, motor thermistor assessment, and loctite and cable assessments. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.